Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared.